Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using an aspiration tubing (tubing) and a penumbra engine (engine). During the procedure, the engine would not increase vacuum pressure; therefore, the tubing was disconnected. It was reported that the tubing was flushed and a small scratch was observed. The procedure was completed using a new tubing and the same engine. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the tubing was punctured approximately 1.5 cm from the luer lock. Conclusions: evaluation of the returned tubing revealed a punctured distal to the luer lock. The root cause of this damage could not be determined. During the functional test, the tubing was connected to a demonstration canister and pump. The pump was able to achieve a vacuum pressure within specification. The tubing was able to aspirate fluid intermittently due to the puncture. Penumbra tubing is visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.